Manufacturer narrative:
Follow-up #1 date of submission 03/27/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues or warnings occurring. For testing purposes, a combo bolus was manually programmed. When ¿go¿ was hit on the combo bolus split screen, the bolus was successfully delivered and the pump did not revert to the combo bolus active screen. The complaint of a history settings issue was not duplicated during investigation. There was no defect found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that when the user attempted to deliver an insulin combo bolus the pump screen flipped to the combo bolus active screen instead of the combo bolus split screen when the go button was hit after the total amount of insulin to be delivered was entered. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.